Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the suture had a loop attachment at the end of suture, it did not hold against pressure when being used while closing of patient. A new device was used without an issue.